Event description:
The following has been reported by customer: sensor error full description: was beeping on powering it on. Disassembled to find the cables to cpu board loosely connected. Ensured proper connection. There was some disalignment corrected that as well which required a complete disassembly of the pump. Turned on there was no beeping biu there was a sensor error, "disassembled" again and corrected the connection of the upstream sensor. Applied heat on the brass inlets to get the placement correct. Did a calibration and functional check. Failed the occlusivity test, its a new set on use and hence replaced the membrane. Drug library is not updated, kept it on charge for some time. "Didn't" work, kept it out of charge and tried again, still no change. Tried taking the pump out of the server mode-still no change. Keeping on the link for the day flashed the cpu took it to the pump garage to check from a different access point still the same. Replaced the wifi board finally. Did the configuration, calibration and functional check- works fine leaving it on the link to check if its updating. Drug library updated reporting as a conservative measure. Adverse effects were not reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log history was not provided therefore no review could be performed. This complaint was registered as part of reported events sent by canadian self-served customers. The device was not returned to brézins as repairs were carried out locally. According to provided information, the pump shows several damaged parts, a need for calibration and misalignment of the housing. For this reason, damages were likely due to the device being mishandled. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: misuse. The trend is: n/a.